Event description:
Follow-up information revealed no additional intervention was performed on the patient.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a permanent implant procedure on (B)(6) 2018, the patient experienced a cerebrospinal fluid (csf) leak. The issue occurred while the physician was attempting to insert the lead into the epidural space. However, during post-op, the patient was asymptomatic.